Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced a right bundle branch block (rbbb) induced during his lead fixation. The rbbb was corrected with pacing. The lead remains in use. The patient is a participant in the image-hbp clinical study. No further patient complications have been reported as a result of this event.